Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged properly. The customer reported to feel that something is " bent" inside of the usb port on the pump when plugging in the usb cable. The customer can no longer plug the usb cable into the pump due to the issue. The customers blood glucose level was impacted (48 mg/dl) the customer was given juice and wash rag by husband to stabilize bg level. Reportedly, the customer was trying to conserve power on the pump and was not using the bolus feature. The customer had to use manual injections due to reported issue and went low. The customer declined to troubleshoot with tandem technical support. It was indicated that the customer would use manual injections of fast and long acting insulin as alternate insulin therapy.